Event description:
A technician in the catheterization lab was injured when a 20" television monitor fell off the base of the elevated arm and struck her head in the parietal area. The monitor was held on a pedestal by a nylon cylindrical side measuring 4.94 cm (1.93 in) in diameter and 8.34 mm (0.328 in) in height. The monitor had been locked into the pedestal by the nylon fingers from the slide. At least one finger was found locked into position. As the technician, striking her in he head. A second monitor, which was still in the box, was used for comparison. The heavy monitor wobbled around the slide when pushed. This application was the wrong use of the type of monitor.